Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, compromised forced sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that insulin pump had motor error. Customer¿s blood glucose was 155 mg/dl at the time of incident. The customer was able to rewind the insulin pump. Drive support cap appears to be normal. Troubleshooting was performed. The insulin pump will be returned for analysis.